Event description:
It was reported that the patient presented for follow-up. Device interrogation revealed the pacemaker exhibited premature battery depletion. No intervention was reported. The patient was in stable condition.

Event description:
New information noted that the pacemaker was explanted. Patient condition is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.